Manufacturer narrative:
Product complaint #: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. The device remains implanted; therefore, no further investigation can be performed. A manufacturing record evaluation (mre) was performed for the finished device 3068658313 number, and no non-conformances related to the malfunction were identified. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported via post-market studies that on (B)(6) 2021 a (B)(6) patient underwent coil embolization using a pulserider t, 3mm, 8mm arch (201d/3068658313) to treat an unruptured aneurysm in the middle anterior communicating artery (acoma). One wing of the pulserider was deployed in the cerebral aneurysm and was successfully implanted. The coil mass was successfully maintained. The concomitant device used was a prowler select plus microcatheter. It is unknown if a continuous flush was done. On (B)(6) 2021, the patient experienced an ipsilateral transient ischemic attack (tia), which occurred on the same side as the target cerebral aneurysm. The stroke occurred in the area of perfusion of the implanted vessel. The patient¿s nihss score was 2 points in total. The patient medication was changed from oral pletal to oral effient. The event was confirmed as resolved on the same day. The physician assessed this event as non-serious, but a causal relationship between the device and the procedure cannot be denied.

Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this medwatch: b4, g3, g6, h2 and h10. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: it was reported via post-market studies that on (B)(6) 2021 a 54-year-old patient underwent coil embolization using a pulserider t, 3mm, 8mm arch (201d/3068658313) to treat an unruptured aneurysm in the middle anterior communicating artery (acoma). One wing of the pulserider was deployed in the cerebral aneurysm and was successfully implanted. The coil mass was successfully maintained. The concomitant device used was a prowler select plus microcatheter. It is unknown if a continuous flush was done. On 17-nov-2021, the patient experienced an ipsilateral transient ischemic attack (tia), which occurred on the same side as the target cerebral aneurysm. The stroke occurred in the area of perfusion of the implanted vessel. The patient¿s nihss score was 2 points in total. The patient medication was changed from oral pletal to oral effient. The event was confirmed as resolved on the same day. The physician assessed this event as non-serious, but a causal relationship between the device and the procedure cannot be denied. No additional information is available. The device remains implanted; therefore, no further investigation can be performed. A manufacturing record evaluation was performed for the finished device 3068658313 number, and no non-conformances related to the malfunction were identified. Ischemia is a known potential complication associated with the use of the pulserider anrd and is listed in the instructions for use (IFU) as such. Even though the device performed as intended and no new patient consequences occurred related to the use of the device, the relationship of the pulserider anrd to the reported event cannot be excluded. In addition, the physician stated that a causal relationship between the device and the procedure cannot be denied. Thus, the event is considered serious and MDR reportable. There is no report of a device malfunction or defect. The file will be re-reviewed if additional information is received at a later date. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.